Event description:
It was reported that externalized conductors were observed on the lead. No electrical anomalies were detected. Physician recommended lead explantation which would be done at a different hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.